Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during bolus delivery. Customer's blood glucose was 302 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. The failure investigation has been completed and the customer complaint was verified. The information will be used for tracking and trending purposes.